Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit does not power up. The customer reported there was no patient involvement.

Manufacturer narrative:
No patient information/details have been provided. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.